Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that intermittent occlusion alarms occurred. Customer reported using fiasp insulin. Customer was informed that fiasp is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was in the 400 mg/dl range.